Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. No moisture damage found on the electronics, motor, battery tube, vibrator and key pad assembly noted.

Event description:
It was reported via phone call that customer's insulin pump was exposed to moisture. It was also reported that the customer received a failed battery test. Customer's blood glucose level at the time 200 mg/dl. Troubleshooting was declined. Advised insulin pump would be replaced.